Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, after the super stiff amplatz wire was placed in the left ventricle (lv) apex and the delivery device was advanced up the aorta to the native annulus, the delivery device was noted to have jumped into the lv as it was being advanced across the native valve. Moments later while positioning the valve, the patient started to decompensate (patient's pressure started dropping). Post deployment echocardiogram (tee) revealed a sizable pericardial effusion. Although the valve had been deployed successfully, it was decided by the operative team to open the patient's chest in order to repair the perforation. The patient was placed on cpb for 15-20 minutes and was noted to have recovered. Additional information provided by the edwards clinical specialist (cs), indicated that the patient's lv was on the smaller side and when the delivery device was crossing the native annulus it jumped deep. The physician felt that the perforation was most likely caused by the wire as it was out of the apex. However, they are unable to determine with certainty if the perforation was caused by nose cone or the wire. Moreover, the wire appeared to have had a nice curve.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device dysfunction. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, which may require intervention are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning and fixation of the tvp to prevent ventricle perforation. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it appears that the patient's small ventricle in combination with the use of the super stiff amplatz wire may have caused or contributed to the wire perforating the lv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.